Manufacturer narrative:
The t:slim pump user guide states: "you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off)". The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm in the morning. The customer's blood glucose (bg) level was 285 mg/dl. The customer cleared the alarm and administered a bolus of insulin to address the high bg level. The customer thought he interacted with the pump at breakfast; however, the pump history shows that there was no interaction with the pump in the morning. The customer believes he forgot to administer the morning bolus.